Event description:
The olympus sales manager for the user facility became aware that the customer visera elite ii video system processor reportedly has an interface error, ¿loss of vision monitor for seconds, electrical shock when touching the processor and subsequent blackout¿. The problem was found at the beginning of a gallbladder removal surgery when connecting the endoeye scope with the processor. The sales manager was the only person that felt the electrical shock. The intended procedure was completed successfully with another similar equipment/tower. There was no delay, and no death, injury or harm was reported.

Manufacturer narrative:
The olympus sales manager performed a white balance check, suddenly the screen has vision loss as if the cable was not properly connected. The sales manager confirmed proper connection between the endoeye and processor and touched the generator and gave the sales manager an electrical shock. The connection of the monitor was reviewed at that moment and the processor made a noise-type spark (not visible) and the touch screen monitor turned off. The processor works as the lights and fan turn on, but the monitor screen still does not work. The referenced was returned to the (ocg) regional repair center. The device passed the safety test. The reported no image/loss of vision was confirmed as there is a black display on the device and only colour bars on the monitor. The defect was attributed to two defective boards (dp and cp). There were no visible signs of damage to the boards. No other faults were identified. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: g2. Based on the results of the legal manufacturer's investigation, the reported phenomena of ¿image blacked out¿ and ¿color bar was displayed¿ were duplicated. The reported phenomenon of ¿power was turned off¿ was not duplicated. All mentioned phenomena were determined to have occurred due to faulty printed circuit boards (dp and cp boards). The root cause of the faulty dp board and faulty cp board could not be identified. It was recommended to replace both boards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.